Manufacturer narrative:
MFR's report date: 06/30/2010. (B)(4). Event logs and data set were received for investigation and showed: the system had been in use for several days with the pca device infusing drug ID 154 (morphine - 5 mg/ml) in continuous only mode at a flow rate of 0.8 ml/h (4 mg/h). On (B)(6) 2010 at approx 12:49 am the pca module alarmed for syringe empty. At 1:12 am the module was accessed and monoject 35 syringe was selected. Estimated volume in the syringe was 22.82 ml. The user then selected drug ID 113 (hydromorphone - 1 mg/ml) and programmed: hydromorphone pca (1 mg/ml), continuous only mode, cont. Dose = 2 mg/h. After confirming the program the user received a guardrails warning: "continuous dose exceeds guardrail limit of 0.5 mg. Proceed" the user selected the yes soft key and the infusion started at 1:16 am. Based on the set dose of 2 mg/h and the concentration of 1 mg/ml, the infusion flow rate was calculated at 2 ml/h. At 7:18 am the module was accessed and the infusion was stopped. Total volume delivered was calculated as approx 12 ml. At 7:19 am the module was accessed and the user began to reprogram the infusion with a max limit of 40 mg/4h then chose to stop and turn off the module. At 7:20 am the module was again accessed and the user selected the monoject 35 syringe. Estimated volume in the syringe was 10.885 ml. The user then selected drug ID 154 (morphine - 5 mg/ml) and programmed: morphine pca (5 mg/ml), continuous only mode, cont. Dose = 2 mg/h, max limit = 40 mg/4h. The user confirmed the parameters and started the infusion. Based on the set dose of 2 mg/h and concentration of 5 mg/ml, the infusion flow rate was calculated at 0.8 ml/h. Approx 40 seconds after starting the infusion, the infusion was stopped and the device turned off and not used again. The reported over infusion of morphine was confirmed in the device's event log and found to be the result of the user selecting a different, and presumably the wrong drug (hydromorphone). According to the log the user had previously been infusing morphine which was a concentration of 5 mg/ml, then following a syringe empty alarm and the insertion of a new syringe, the user selected the hydromorphone drug with a concentration of 1 mg/ml. This change resulted in a higher flow rate (2 ml/h vs. 0.8 ml/h) when the continuous dosage remained at the previous setting of 2 mg/h. This resulted in the device delivering approx 12 ml over the six hour time period.

Event description:
Customer reported morphine syringe 5 mg/ml was changed on pca module on (B)(6) 2010 at 23:00. It was to infuse at 4 mg/h (0.8 cc/h) but it was found at 07:00 on (B)(6) 2010 to be infusing at 10 mg/h (2 cc/h) with concentration setting of 1 mg/ml. Pt received 70 mg over the eight hour period instead of expected 32 mg. Pt was found to be very lethargic, however, vital signs were unchanged. The pt was already being managed on mechanical ventilation. No additional intervention was performed.